Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. It was identified that urethral atrophy was the cause of recurring urinary incontinence. The entire aus was revised, and the physician placed a new 4.0 cm cuff more proximally on the urethra. No further patient complications were reported.